Event description:
The customer reported that pacing was delayed because they could not acquire an ECG waveform. There was no report of negative impact to the involved pt.

Manufacturer narrative:
This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.